Event description:
Device complication: none. Time of complication: additional visit, symptoms: respiratory arrest, ipsilateral mca, dense hemipledgia, start date of 2005 and stop date of 2005. It was reported that during an additional visit, the patient was admitted to the ER with respiratory arrest. After resuscitation the patient was found to have ipsilateral mca, with dense hemipledgia. Duplex discovered occluded stent. The event is reported to be a stroke. This resulted in new-prolonged hospitalization and persistant or significant disability. The outcome was reported to be worsened condition. No additional information was available.